Manufacturer narrative:
P-cap / reservoir locks properly into place. After battery installation unit gave an unexpected partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test. No frozen screen anomaly noted during testing. The following were noted during visual inspection: cracked keypad overlay, missing serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer stated that one line was missing on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.